Manufacturer narrative:
A ge service representative performed an investigation. The control panel I/o pcb connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported intermittent control panel errors. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.